Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Customer has a defibrillator with a battery, that when inserted says "low battery". I believe that the device is not working with a new battery pack as well. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 12th august 2019. Upon receipt, the device was immediately shutting down when powered on with a good pad-pak, issuing ¿warning, low battery, device service required¿ prompts, as per the reported fault. Further investigation revealed the device was interpreting the battery voltage to be significantly lower than the voltage measured on the pad-pak. The fault was attributed to the failure of resistor r216, which forms part of a circuit that divides down the battery voltage to be read by the microprocessor. With r216 being below specification, the voltage was being divided down too low, resulting in an incorrect interpretation of the true battery voltage by the microprocessor. This had led to low battery fails with a good pad-pak. The fault could not be replicated after replacing r216. This confirmed the reported failure had been due to the failure of r216. Device history records indicate the device was subject to sam 500p final unit test, (B)(4), on the (B)(6) 2019, with no fault identified on the unit at this time. Information from the history log showed the device had passed 3 self-tests in the field prior issuing the first low battery fail on the (B)(6) 2019, indicating that r216 had failed around this time. This issue shall be further investigated under nc.

Event description:
Customer has a defibrillator with a battery, that when inserted says "low battery". I believe that the device is not working with a new battery pack as well. No patient involved.